Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the pacemaker exhibited under sensing and the right atrial lead exhibited noise oversensing resulting in inappropriate mode switch. It was also noted that the lead had low pacing impedance. No intervention was performed. The patient was stable.

Event description:
New information received noted that there was a recurrence of noise on the right atrial lead. It was also noted that the lead failed to capture. No intervention was performed. Patient status was not known.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient right atrial (ra) lead exhibited noise. The ra lead was explanted and the pacemaker system was replaced with a leadless pacemaker. The patient was stable.